Event description:
It was reported that during a laparoscopic low anterior resection for distal colon transection, the device fired malformed staples. Suturing was used to rectify the situation adding an additional sixty minutes to the procedure. There was no adverse consequence to the pt.